Event description:
A site representative requested a replacement vertek arm. There was no pt present.

Manufacturer narrative:
No pt information provided as no pt was involved in this concern. The device has not been returned to the manufacturer. A RMA was issued for the return/replacement of the part.